Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving an alert for low lead impedance on the atrial lead via patient notifier. Noise was observed with isometric testing. The device was programmed and the patient will be monitored regularly.